Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. Delivery accuracy testing found that the pumps average delivery error was within the published specification of +/-6%. The expulsor was replaced to bring the delivery accuracy closer to nominal of a range. The original accuracy issue was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump has failed an accuracy test by -13.85%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.